Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 177mg/dl and 438mg/dl. L1 quality controls were run and in range. No adverse event reported. No strips to return; a replacement was sent.